Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had five months battery remaining. Field representative noted that outputs were not high, but pacing was 90 percent. Boston scientific technical services (ts) discussed that this should not impact. Additional information indicated that the device exhibited premature battery depletion (pbd). This pacemaker device was explanted. No additional adverse patient effects were reported.